Event description:
Revision surgery - due to the patient's stem subsiding, the surgeon needed more length. He placed a longer stem which required a new liner. The stem was another vendors, the liner was a djo product. There were only djo products implanted in the original surgery

Manufacturer narrative:
The reason for this revision surgery was the patient's stem had subsided; the stem was in vivo for 21 days. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination.a review of the device history records showed no non-conforming material reports associated with the main component listed in the complaint.(B)(4).no information was provided that definitively described the root cause or reason of the reported problem. No information was provided that definitively described the primary cause or reason of the reported problem.